Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse) who observed that the aspiration rate was low. Fse increased aspirator rate and reported that plastics are clear and in spec. The system meets specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that patient has lasik treatment on (B)(6) 2021 and presented on (B)(6) 2021 with blurry vision and loss of vision. Patient was prescribed pred moxi 3x a day/4x a day. On (B)(6) 2021 patient presented with central islands. No additional information was provided. (B)(6) 2021: visual acuity right eye 20/25; visual acuity left eye 20/20. (B)(6) 2021: visual acuity right eye 20/60; visual acuity left eye 20/60.